Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that stated, "malfunction/not working". No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with an e321 (battery charger timeout) error code. The device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.